Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If lifescan receives the product lifescan will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the subject meter and accessories were returned on 05/29/2013 and analysis completed on 06/26/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.